Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'door not closed alarm' was reproduced. Evaluation found the door was difficult to close without a set loaded and unable to be closed at all with a set loaded into the tubing channel. A review of the event history log (ehl) revealed occurrences of "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a missing lower mechanism mounting screw. The mechanism will be reinstalled to correct the reported problem. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not recognize the closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.